Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging multiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a thermally damaged esd700 diode array on the distribution node pca. The root cause for the thermally damaged diode array could not be positively identified.

Event description:
A us distributor contacted zoll to report that on (B)(6) 2019 patient's doctor had called to report that the patient is reporting he was treated and that the monitor would not power on. Blue gel was confirmed to be present in the field. The download data and continuous ECG data was not available due to a monitor device malfunction, there is no indication of serious injury.